Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the 0-degree blade was usable but got damaged during use, while the 40-degree blade could not be used from the start. The user checked the blades before procedure. The blades was working properly at first in the procedure. There was no patient involvement.

Manufacturer narrative:
H6: fdc d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device and an open pouch were returned with the other 2 pli¿s in a large resealable bag. The pouch was open from 3 of 4 sides when returned. Upon return, it was observed that the middle tube tip was broken off/detached from the device. It was also observed that the middle and inner spiral wraps were expanded. There was a large gap observed between the inner and outer hubs. There were no traces of contamination observed on the returned device. The device failed functional testing due to damaged condition upon return and the inability to load into a handpiece. H6: fdm b17, fdr c20, and img g04041 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.